Event description:
I use the dexcom g7 continuous glucose monitoring system. I have experienced repeated sensor failures characterized by frequent "brief sensor error" messages. These errors occur multiple times per sensor, often lasting extended periods, and in several cases resulted in premature sensor failure before the intended wear period was complete. The errors occurred despite proper sensor placement per manufacturer instructions and use on approved insertion sites. Troubleshooting steps recommended by dexcom (waiting, restarting app, ensuring bluetooth connection) did not consistently resolve the issue. These failures resulted in loss of continuous glucose data and unreliable readings, creating safety concerns and requiring sensor replacement. This issue has occurred with multiple g7 sensors across different wear periods. Dexcom has been contacted regarding these failures, and replacement sensors were required.